Manufacturer narrative:
Review of device data provided indicated that the reported event of false af detection was confirmed. Based on the information provided, it was determined that the false af episode was due to r wave under-sensing. The ai algorithm was unable to reject this episode due to the challenging electrogram signal characteristics.

Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the implantable cardiac monitor exhibited a diagnostic issue of false atrial fibrillation (af) detection. No intervention was performed. There were no patient consequences.